Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we were unable to determine the definitive cause of the reported event.

Event description:
It was reported that at an unknown time post-op, the patient was diagnosed with a surgical site infection.